Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. Code b20-device remains implanted. Device remains implanted and no reintervention surgery is planned at this time. As additional physical investigation could not be performed on the device, a definitive root cause could not be determined for the reported issue. It should be noted that, per the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis(ibe). The ibe devices were implanted on both sides. The procedure was completed without any issue. Reportedly, postoperative computed tomography(CT) image showed no blood flow issue. On (B)(6) 2023, occlusion of the right internal iliac artery was noted on the CT image. It was later reported the occlusion was noted in both the device and the native vessel. No reintervention is planned and the patient is being monitored. It was reported that the distal end of the right internal iliac artery was tortious and narrow with its diameter of approximately 6.0 mm ~6,4mm.